Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 712c96, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic pancreatectomy, the knife moved forward but stopped moving on the way. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.